Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their previous implantable neurostimulator (ins) battery had died. The patient stated that it was a non-rechargeable device, which died because they used them so intensely. The patient mentioned that they couldn¿t answer if the ins battery died due to normal battery depletion. It was unknown when the issue occurred. Indication for use is spinal pain. Additional information was received from the patient. The patient reported that the second implant stopped 2 years or under, didn't last as long as expected. The patient reported that she saw a picture of a doctor and thought "no that's alright." The patient called their healthcare provider (hcp) who said the device had died, under warranty and had to be replaced. No further complications were reported.